Event description:
Ous MDR - after an implantation time of about 61 months, continuously increased impedance values >1700 ohm were reported. The patient had no symptoms at any time. Due to the young age of the patient, it was decided to exchange the system. All products were returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol2, 31 charge processes had been registered. The memory content of the ICD was checked. In agreement with the clinical observation, the analysis of the archive data showed an increase in the ventricular pacing impedance to 1966 ohm since (B)(6) 2015. In addition, the data showed a one-time drop in the shock impedance to <25 ohm on (B)(6) 2015. The impedance measurement functions of the ICD were then tested. The impedance measurement functions responded properly during testing. There were no indications of a malfunction. The ICD's capability to provide therapy was tested. The antitachycardia output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or manufacturing error.